Event description:
From customer: complaint: continuously alarming in a high pitch. This is another vent that is doing the same thing. And this one has patient incident on it. This issue happened around 1 month ago as well. Drew

Manufacturer narrative:
The root cause was determined to be a disconnection between the ventilator unit (vu) and interaction panel (ip). In consequence (correction) the vu esm board and the vu speaker were replaced. The device was tested, and all tests passed. Device operated well and meets its specifications. Ventilation was not interrupted at the time of the event. There was no patient or user harm. A CAPA is submitted to further investigate the root cause of "panel connection lost". The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.